Manufacturer narrative:
Date of event is estimated. The event of autoreducing was reported to abbott. The patient controller was displaying the communication error message ¿strength was decreased. The generator could not deliver the desired strength.¿ the patient had their right t12 drg lead removed. It was replaced with a new lead at right l1. Therapy has been restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances on the right l1 lead. Patient underwent surgical intervention wherein, the right l1 lead was explanted and replaced. Effective therapy was restored post operatively.